Manufacturer narrative:
Investigation results: the complaint of foreign material on the needle was confirmed; however, the source and composition of the foreign matter could not be determined from the photo that was provided for investigation. The photo showed a 22g insyte autoguard with a dark speck at the needle tip. The catheter exhibited evidence of being repositioned over the needle. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that bd iag bc pro global blu 22ga x 1.0in had foreign matter. The following information was provided by the initial reporter: the customer complained that foreign body was found on the needle.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.